Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2022-00260. A physician reported a certas valve (ID 828804 ) was implanted due to sah (subarachnoid hemorrhage) via v-p shunt on (B)(6) 2020 with unknown setting. It was used with peritoneal catheter 823045. Since obstruction was suspected, the valve and the peritoneal catheter were removed and replaced on (B)(6) 2022.

Manufacturer narrative:
Hakim peritoneal catheter (823074) was returned for evaluation. Failure analysis- the catheter was visually inspected: no defect was noted. The catheter was flushed and leak tested; no occlusion and leak was noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up occluding the catheter, at the time of investigation no functional issues were noted.